Manufacturer narrative:
Physio-control further evaluated the device. Physio observed that the device would not recognize a patient connection and would not charge and shock defibrillation energy. It was determined that the cause of the reported issue was due to an integrated circuit (ic) chip, designator u3 on the digital pcb assembly, not functioning correctly. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
A third-party service agent contacted physio-control to report that they had performed technical service update (tsu) 356 on a customer's device. The device showed the service wrench icon and was returned to physio for further evaluation. During device evaluation, physio observed that the device had logged several event codes into its memory and would not shock a ventricular fibrillation (vf) rhythm.  There was no patient use associated with the reported event.